Event description:
Reportedly, upon interrogation on (B)(6) 2018, the battery impedance of the device was 22.29 kohms and the magnet rate was 73 min-1. The physician would like to know why the residual longevity decreased so much between the penultimate and the last follow-ups. The device was explanted on (B)(6) 2018 and returned for analysis.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, the battery impedance of the device was 22.29 kohms and the magnet rate was 73 min-1. The physician would like to know why the residual longevity decreased so much between the penultimate and the last follow-ups. The device was explanted on (B)(6) 2018 and returned for analysis.